Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be swollen. The "down" keypad button was intermittently responding. The keypad was removed and all of the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the down arrow button was sticking and had to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to water.